Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device continued to power cycle inappropriately. Complainant indicated that the clinician obtained another device to continue treating the patient with the same electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4), the malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The multi-function cable was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.